Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the teflon pad on the jaws of the harmonic ace instrument was sticking to tissue. The teflon pad tore off and was hanging from the jaw of the harmonic ace instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.